Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had performed self test and a hardware low level failures return on 2nd occurrence and had low reservoir. Customer stated they were able to successfully clear the alarm and were able to rewind. Customer stated that insulin pump passed displacement test. Customer stated that insulin pump had alarm occurred after pump self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.